Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed a difference between sensor glucose and blood glucose values and received a change sensor alert. The customer reported blood glucose value of 330 mg/dl. The event involved product(s) mmt-5120c1. Troubleshooting was performed for sensor glucose vs blood glucose difference and noted that the sensor glucose value from the reported event was 138 mg/dl and blood glucose value from the reported event was 330 mg/dl, the difference was outside the acceptable range (greater than 30%). Insulin delivery was not suspended. The customer was not taking any medications. Explained sensor may have no longer been responding to glucose changes. Advised customer to monitor and change sensor if issue persists. Troubleshooting was performed for hyperglycemia and found that sensor glucose vs blood glucose reading difference lead to the hyperglycemic event, customer has been using the insulin pump system within 48hours of reported at the time of event. Customer stated auto mode/smartguard feature active at the time of event. Troubleshooting was performed for sensor alerts and advised customer to send a replacement. No harm requiring medical intervention was reported. Product return for mmt-5120c1 is not expected.